Event description:
At implant, rv perforation was observed 30 minutes after the lead was positioned. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.